Manufacturer narrative:
The cause of the difficulties experienced during the procedure could not be determined. The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The mfg records for top assembly batch 7906839 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs.